Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's right lead had high impedances which caused ineffective stimulation and the patient had discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 in which the lead was explanted and replaced and the ipg was revised. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated.